Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use on a homecare patient a ventilator displayed a system error message and generated an alarm. The device stopped ventilating. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
A single board computer (sbc) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated. If information is provided in the future, a supplemental report will be issued.